Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery gauge jumped up from 25% to 100%. The battery gauge later dropped to 10%. The customer's blood glucose level was 97 (mg/dl). Reportedly, the customer charged the pump and would continue to use the pump for insulin therapy.